Manufacturer narrative:
Literature citation: kiyoshi tarukado, osamu higashino, hikaru ikuta, toshiro doi. 'Clinical experience with balloon kyphoplasty". Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes. Mean age is 79 years. Pt sex: 4 males; 17 females. Date of event is unknown. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract that 21 patients (4 males, 17 females, mean age: 79 years) were included in this study out of 27 patients that underwent balloon kyphoplasty procedures to treat "osteoporotic vertebral fractures and delayed union". The treated levels were t7 to t10 (3 vertebrae), t11 to l2 (18 vertebrae), l3 to l5 (one vertebrae), respectively. Postoperative infection was observed in one patient. No further information was reported.